Event description:
The patient reported his device was removed due to infection. No further patient complications reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.